Event description:
A patient in (B)(6) was undergoing crrt on a prismaflex with a prismaflex m100 filter set. Approximatively 6 hours into treatment, the male luer lock on the arterial line was found broken. Treatment was stopped and the blood in the extracorporeal circuit was returned to the patient. The patient has an estimated blood loss of 10 ml. The patient was not symptomatic and did not require medical intervention as a result of this event. Treatment was continued with a new filter set.

Manufacturer narrative:
The review of the prismaflex m100 set device history record and complaint history files for lot number 14b2405g shows that there is no manufacturing anomaly regarding this lot number. The prismaflex m100 set was discarded and not available for inspection. Pictures of the involved arterial luer connector were provided. In the pictures, there is a crack at the arterial male luer connector. There was no leakage reported during the priming or prior to start the treatment. Gambro does not regard the submittal of this report as an admission of causation or liability.